Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Unused sterile devices were returned from the account and tested. No visual or functional anomalies were found during testing. Reportedly, the starclose se device was being used in an area with calcification. It should be noted that the electronic starclose instructions for use states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified common femoral artery using a starclose se device after a percutaneous coronary intervention procedure using a 6f sheath. Reportedly, after steps 1 and 2 [wing deployment] the device was pulled back and came out of the patient. Manual compression was used to achieve hemostasis. No tissue damage was noted. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.